Event description:
Additional information received reported that the shocking was felt after having transcutaneous pacing done due to bradycardia in the ER. There were no impedance issues and therapy wasn't painful. The battery was thought to be at eri and the hcp elected to replace the battery.

Event description:
It was reported that the patient was shocked three times by the implantable neurostimulator (ins) while unconscious in the hospital, and that since that episode the patient has been experiencing stimulation on the right temple, which was never previously felt. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR report # 3004209178-2012-00419 for the patient's other ins system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3888-56, lot #v009655, implanted: 2006 (B)(6), explanted: unk. Extension: model 748951, serial #(B)(4), implanted: 2007 (B)(6), explanted: unk. Adaptor: model 3550-09, lot #n0025650, implanted: 2006 (B)(6), explanted: unk. Programmer: model 37743, serial #(B)(4).